Manufacturer narrative:
Initial reporter phone# : (B)(6). Initial reporter fax# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd micro-fine¿ plus needle for pen injection was difficult to operate. The following information was provided by the initial reporter : the verbatim report of the customer is that there was one device of which the needle npe was missing.

Event description:
It was reported that 1 bd micro-fine¿ plus needle for pen injection was difficult to operate. The following information was provided by the initial reporter: the verbatim report of the customer is that there was one device of which the needle npe was missing.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 22-mar-2022. H6: investigation summary: fifteen open 32g x 6mm pen needle samples and four photos were returned from lot. No. 1012839, cat. No. 320738. Visual examination was carried out on the returned samples and photos and broken non patient end cannula was observed on all fifteen samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.